Manufacturer narrative:
The initial reporter's occupation is 'other.' If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump never worked and was inactivated by itself. It was noted that the pump was still implanted and inactive. No symptoms were reported and no further complications were reported or anticipated.